Manufacturer narrative:
The patients doctor stated that the patient had a history of pneumothorax. The steller device is clearly contraindicated for patients with a pneumothorax (per the steller user guide). There was no allegation of a device malfunction. The device has not been returned to resmed for investigation. According to the customer, the patient continues to use the device.

Event description:
It was reported to resmed (B)(4) that a patient using nip nasal v, (stellar 150) - teijin, was admitted to hospital emergency due to pneumothorax.